Event description:
When the pt's wife, the trained user of the pump left the room, the home pt attempted to load an unprimed IV tubing into the pump and then removed the IV tubing from the pump without closing the roller clamp. The home care co was not utilizing the safety slide clamp feature and the pt received a bolus of air into the central catheter that may have been equivalent to the volume of the IV set. The pt had no ill symptoms but was sent to the hosp ER as a precaution. The pt had a chest x-ray and EKG performed. These tests were negative and the pt was released to home. No medical or surgical intervention was required beyond the evaluaiton in the ER.